Event description:
Related to MFR report #2183959-2014-00008. It was reported that the patient is experience leg pain - and she is tender when palpating the apex. The patient is implanted with elevate anterior and miniarc. The physician expects to inject the patient in or near the sacrospinous ligament with a steroid mix to try to alleviate the pain. The patient has requested that the mesh not be cut. No additional patient complications were reported in relation to this event. On (B)(6) 2014, patient received an injection to treat pain. Patient was seen for follow up visit on (B)(6) 2014 with outcome noted: "she is doing great, no pain and is planning to resume sex".